Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "footswitch not responding" (device operates differently than expected). The surgeon reported the footswitch was not responding during surgery. The system was switched out to complete the case and no patient injury occurred.